Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of image lag was unconfirmed because the problem could not be reproduced. The site~rite 8 scanner was returned and assessed by both the manufacture site and by r&d engineering at bard access systems. Engineering provided the following assessment: "the implicated and returned product was evaluated through response time testing and visual evaluation of lag time between the ultrasound and gt response. As returned, both the gt pinpoint and ultrasound response times passed response time testing. When the machine was maximally overloaded with accessories, gt pinpoint response time passed, whereas ultrasound response time fell 20 ms outside of the acceptable range. No lag time was observed over the course of response time testing, nor in general examination. A system freeze was observed when unplugging/plugging in the keyboard into the sr8. This was observed on another device with 1.0.1 software, but was eliminated with 1.0.2." The system freeze observed during unplugging/plugging in the keyboard into the sr8 could not have been a cause of the image delay reported in the complainant event. System responsiveness to keyboard recognition is not related to acoustic image responsiveness. Testing failed to show any lag time consistent with the alleged failure with the returned device. Furthermore, testing shows device meets manufacturer's response time design requirements and performs as designed." Additionally, the manufacture site reported that the same scanner passed functional testing requirements. Manufacturing records were reviewed and no potential contributing factors were found during manufacture and quality inspection of the device. The returned scanner did not display the behavior reported by the complainant and it is likely that the event was caused by another root cause.

Event description:
Additional information : per information received from the facility, they have experienced poor image quality on both machines, which they state makes it difficult to see defined borders of the vessel "even with adjustments". They state the deeper the vessel is, the more pronounced the poor image quality is. The facility reports the lag time is from the time the sensor touches the skin to the time the image is displayed on the screen and that the image appears granulated/pixilated. The sr8 was calibrated prior to the procedure and at no other point. There was no fine-tuning adjustments made before, during, or after needle puncture. It was reported the rn noticed an artery had been punctured as soon as the she "took off the inner cannula". The blood was bright red and "forceful" with "projectile pumping", signaling to the rn that an artery had been punctured. The facility states the lag time presented the appearance that the needle was not in the vein so the rn advanced the needle, moving it further past the vein and into the artery. Per the facility's report, "real time image would have prevented deeper insertion".

Manufacturer narrative:
\ The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Facility contact reported that when using ultrasound guidance when placing a PICC, the nurse correctly punctured the vein based on the ultrasound image but the image reportedly showed that they were still out of the vein causing the nurse to advance the needle further resulting in an artery puncture. No patient injury reported. The facility reported that the patient was unable to have a PICC placed in his right arm after the arterial cannulation, and the left arm was not appropriate for placement, therefore the subclavian cvl had to remain in place, "leaving him with a greater risk of infection." The patient was being treated with anticoagulants and required 20 minutes of pressure for bleeding control.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. This event incorrectly reported as a malfunction instead of a serious injury.